Event description:
It was reported to philips that x-rays were not possible. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned procedure was performed by the customer when the issue occurred, and procedure was aborted and reschedule to another day to complete. The philips field service engineer (fse) inspected the system on site and confirmed that x-ray was not possible. Review of the system log file showed the error in power inverter and the led indicator for the inverter at point did not illuminate during the scanning process. Upon troubleshooting, fse found a defective point. To resolve this issue, fse replaced point. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.